Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had stopped insulin delivery and had reset unexpectedly. There was no reported impact to the customer's blood glucose level. The contact did not have the pump available for troubleshooting at the time of the call. Multiple follow up attempts were made to complete troubleshooting with the customer. However, no additional information was provided.